Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
The pt reported, she changed the infusion set headset in the morning and her blood glucose measured 9 mmol/l (162 mg/dl). She ate lunch and bolused 11 units of insulin and began to feel ill. When she returned home, her blood glucose measured 24 mmol/l (432 mg/dl) and ketones measured 0.5. She injected insulin via syringe and changed the headset. The cannula was kinked. The rest of the evening her blood glucose measured 14-17 mmol/l (252-306 mg/dl). The following morning, her blood glucose measured 9.6 mmol/l (173 mg/dl). She went to work and was active and at lunch time, her blood glucose measured 14 mmol/l (252 mg/dl). She ate lunch and bolused 15 units of insulin. Two hours later, her blood glucose measured 23 mmol/l (414 mg/dl). When she returned home, she switched to a different type of infusion set and her blood glucose decreased. No further info is available. The pt did not require treatment from a healthcare professional or second party to address the issue. The infusion set was requested to be returned for eval.